Manufacturer narrative:
Approximate age of device - 6 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018. The patient was a dnr and was under hospice care, and passed away at home with family present. The account do not suspect a lvad issue, the patient will not have an autopsy therefore account we will not be sending the pump back. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the pump was not explanted and therefore not returned for evaluation. A direct correlation between the device and the patient's expiration could not conclusively be established through this evaluation. No alarms were reported for this event. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system; however, the account reported that no lvad issues were suspected. No further information is available. The manufacturer is closing the file on this event.